Event description:
Ambulance personnel responded to a pt, condition not reported. The device was connected to the pt, the "analyze" button pressed and, according to the rptr, the device lost power. The rptr stated the battery was replaced but the unit again lost power when the "analyze" button was pressed. The pt was not resuscitated.